Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they removed the sensor from the body, there was no cannula. They had inserted the sensor but it was hard to remove. The customer reported that the sensor cannula fractured while in the body. The cannula was no longer in the body. The customer's blood glucose level was unknown. They threw away the sensor. The product will not be returned for analysis.